Event description:
The patient was undergoing a CT guided drainage procedure. The sheath was inserted and resistance was met. It was withdrawn from patient. It was noticed at that time that a piece of the tip of the sheath, at the junction between the sheath and dilator, was gone. Appears that it broke off inside of abscess.what was the original intended procedure?CT guided drainage procedure.device #1is this a laboratory device or laboratory test?no.